Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that at the beginning of the procedure, the doctor requested a puncture needle and 5f introducer, later he requested a hydrophilic guidewire and a 5f catheter. As it was a fibroid embolization, the doctor suggested using a uac catheter, but he rejected it. After introducing the 5f catheter into the patient, during its manipulation by the doctor, the hydrophilic tip dislodged, the doctor removed it with an endovascular loop, the doctor managed to remove the fragments lodged inside the patient and the intervention ended.

Manufacturer narrative:
The suspect device was returned for evaluation. The device tip and fractured pieces were both evaluated under 20x magnification and confirmed to be sharp fractures. The fuse joint of the tip to the catheter was determined to be present and adequate. Root cause could not be determined. A review of the device history record was performed and no similar complaints for this lot were identified.